Manufacturer narrative:
(B)(4). Device passed displacement test hardware low level failure (variable 3) was present in the pump trace download and hardware low level failure alarm (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The blood glucose level was 106 mg/dl at the time of incident. Customer was assisted with audio test and test did not passed. Troubleshooting was performed. The insulin pump will not be returned for analysis